Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 42mm thoracic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during the index procedure and while flushing the delivery system the physician noticed saline leaking from the delivery system. The physician continued the procedure and the device was used without any injuries to the patient. No clinical sequelae were reported and the patient is doing fine.

Event description:
The review of a single photograph of the device carton showed a large crease across the carton, which appeared to have been caused by shipping damage. The location on the crease was near the carton image of the stent graft, which was confirmed to be near the end of the carton where the rear handle would have been located during manufacturing and shipment. It is therefore possible that the cause of the reported delivery system leak may have been due to shipping damage.